Event description:
It was reported that the insulin pump overdelivered insulin. Customer stated that he was trying to bolus and the insulin pump went up to 25 units by itself. Customer stated that he yanked the infusion set out before all the units delivered. The blood glucose reading is 230 mg/dl. The numbers are ramping up on their own. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the pump. The insulin pump received with scratched lcd window. The insulin pump received with cracked case display window corner. The insulin pump received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. The insulin pump received with scratched reservoir tube window. The insulin pump received with missing end cap sticker.